Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads both dislodged. The ra lead was repositioned and it remains in use. The rv lead was unable to be repositioned; it was explanted and replaced. No patient complications have been reported as a result of this event.